Manufacturer narrative:
B3, d4: UDI, and g4: 510k are unknown. E1: initial reporter phone: (B)(6). Device evaluation: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was missing. Review of the event history log (ehl) showed no air alarm. A flow rate test was performed and the reported issue was duplicated. The flow rate was too high however the air detector worked properly. The cause of the reported issue was unknown. As a result, the expulsor was sanded/replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an air in line alarm even though there was no air in the set. Thew flow rate was incorrect. It is unknown if there was patient involvement, no adverse patient effects were reported.